Event description:
It was reported that the customer had blood glucose levels of 35mg/dl. It was also reported that the customer had differences in their blood glucose levels versus their sensor glucose levels. No additional information was provided.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.